Event description:
It was reported that the user experienced repeated occlusion alerts on an ilet system using an infusion set (contact detach), including one following a meal announcement, with high blood glucose readings up to 394 mg/dl and an earlier reading of 307 mg/dl; the alerts were resolved only after changing supplies, and troubleshooting and education were completed regarding tubing fill and infusion site change with guidance to replace sets worn beyond two days. Symptoms included no reported clinical effects. Outcomes included elevated blood glucose without the need for outside assistance or medical intervention. Investigation included customer support troubleshooting and user education. Investigation of this case revealed insulin delivery interruption due to infusion set occlusion associated with the infusion set and related insulin delivery pathway, with resolution after supply change. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.